Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during an unknown procedure, tweezers were used during the intraoperative period. At the end of the procedure, the rubber detached from the tweezers (protection), preventing use. Surgery was delayed an unspecified amount of time, but was successfully completed. There were no patient consequences reported. No additional information is available at this time.